Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during set up or inspection, upon opening the packaging, the anchor was found broken from its holder. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed the t1 is off the needle but still attached to the suture. The t1 has no deficiency. The t2 and suture are still in place on the needle. The t2 has no deficiency. The paper carrier was also returned. The distal end tab is not broken which indicates the device was pulled out. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the drawing found that material strength and storage requirements and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, that can contribute to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.